Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 54 cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection showed several cuts in the insulation and a stretched fixation helix. It is reasonable to assume, that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. In addition, abrasion marks were found along the lead body. However, the insulation was intact. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 40 months, loss of capture was reported. The lead was explanted and replaced.